Manufacturer narrative:
Device not returned.

Event description:
Possible disruption of endotine device on left. Ptosis of left eyebrow remaining. Endotine device was removed and discarded during revision surgery on (B)(6) 2017.